Event description:
Customer called and reported the pad stays very hot even when the lever is not pushed down.

Manufacturer narrative:
Qc tested pad 3 separate times and found the pad was heating up, shutting off, and cooling down normally.